Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist checked the integrated multi-sensor technology (imt) pump rate, slopes, and air to liquid numbers, all resulted satisfactory. The ccc specialist ran precision studies, resulting satisfactory. Ccc dispatched a siemens customer service engineer (cse) to the customer site. The cse ran electrolytes quality control (qc), resulting within range for all 3 methods. The cse instructed the customer to run patients' precision on both instruments, after which the results were comparable. A siemens headquarter support center (hsc) specialist reviewed the event data and recommended review of proper pre-analytical sample handling procedures to ensure sample integrity. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely low sodium (na) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same dimension exl instrument, resulting higher and matching the patients' clinical histories. The repeated results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na results.